Event description:
Related manufacturer reference number: 2017865-2021-35217. It was reported via remote transmission that the patient's right ventricular (rv) lead exhibited oversensing. During the rv lead revision, it was noted that the atrial lead exhibited an insulation breach. The physician opted to cap and replace the rv and atrial leads on (B)(6) 2021. The patient has been discharged.